Event description:
In april of this year, this pt's family member reported that they were no longer able to hear with their cochlear implant. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.